Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/24/2013 with the following findings: evaluation revealed that the display screen was dim and discolored. A test screen was used for investigation and was found to function properly. Unrelated to the display issue, testing revealed the time and date reset to factory settings. The pump was opened and evaluation revealed the internal clock battery on the printed circuit board was leaking. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 06/24/2013.